Event description:
It was reported from (B)(6) that the small battery drive device did not function. It was unknown to the reporter if the device was used in surgery. It was reported that there was no patient involvement. It was also reported that there were no delays as a spare device was available. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.